Event description:
Reportable based on device analysis completed on 11-sep-2018. It was reported that a intellamap orion was selected for a ventricular tachycardia ablation. However during mapping all electrodes from spline c got noisy. The physician removed the catheter to check the spline however no problems could be observed. The procedure was completed using another orion. No patient complications occurred. However; returned device analysis revealed a cracked spline and peeling of the deployment shaft. Visual inspection shows deployment shaft peeling and irregular array shape. Spline 3 is cracked across the e38 pad. The underlying traces for electrodes 31-37 were damaged. Electrical testing was performed and the device failed the test. Magnetic sensor resistance and inductance testing revealed that both pairs are within specification.